Event description:
The hospital reported that during ligation of the branches of a saphenous vein the heater wire had become disconnected. Nothing left inside patient. The device was removed and procedure was completed with a new device. There was minimal delay to open a new kit. The device was examined and a gauze test was performed prior to procedure. No additional incisions or procedures are required due to the reported failure. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.